Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak had foreign matter in the fluid path. The following information was provided by the initial reporter: "it was reported that: plunger defects were detected (fm on plunger)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: seven photos were received and evaluated. Two photos showed a syringe with an unknown medication drawn into the barrel, in both photos a large smearing of white foreign matter was present in the fluid path. One photo showed a magnified view of a plunger-stopper assembly removed from its barrel with no visible defects present. One photo showed a magnified view of a plunger-stopper assembly with visible silicone lubricant present on the stopper, the silicone shown was the expected amount. One photo showed a magnified view of a plunger-stopper that had several dried flakes of loose white foreign matter present on the surface of the stopper. Two photos showed a removed plunger-stopper assembly with what appeared to be white foreign matter present. The foreign matter observed appears to possibly be both liquid and dried silicone lubricant. Unused physical samples with the plunger rods not removed from the barrel are needed to perform a more in-depth evaluation and to have fourier transform infrared spectroscopy (ftir) testing conducted to definitively determine the foreign matter composition. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.stoppers are washed and lubricated with silicone prior to the assembly process. Additionally, silicone is applied as a spray of particles to the inside of the barrel during assembly. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the drying of silicone to the stopper. Since root cause for the foreign matter could not be determined and a physical sample was not received to perform fourier transform infrared spectroscopy (ftir) analysis to definitively identify the defect, corrective actions are not necessary.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak had foreign matter in the fluid path. The following information was provided by the initial reporter: " it was reported that : plunger defects were detected(fm on plunger). "